Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed the reported driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) and the reported aortic insufficiency could not be conclusively established through this evaluation. The submitted log file contained data from 22:21:26 on 15mar2021 through 8:15:27 on 24mar2021, per the timestamps. Persistent, silenced driveline fault alarms were captured throughout the file. These alarms corresponded with yellow wrench advisory alarms and occurred while the patient was connected to the mobile power unit as well as battery power. No other atypical events or alarms were captured. Despite the observed events the pump appeared to function as intended. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until apr2021 when the patient was ultimately seen again for additional driveline fault alarms (captured under MFR. Report # 2916596-2021-02341). The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24aug2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having persistent driveline faults. The patient's log files were sent for review. The log files confirmed the known driveline faults. The log did not show any pump stops. The engineers did an external repair but the driveline faults returned shortly after the repair was completed. The plan was to have a pump exchange but the patient has an issue with their aortic valve. The patient has aortic insufficiency and a transcatheter aortic valve replacement vs. An aortic valve replacement with the pump exchange was being discussed. Additional log files communicated on (B)(6) 2021 found that the driveline fault was still occurring and that there were no changes.